Manufacturer narrative:
(B)(4).

Event description:
Originally patient's prometra ii 20ml pump was programmed in constant flow with ptc v1.02, no errors displayed on pump. During the refill pump was inquired and report displayed "pump is stopped". Programmer displayed the message "pump communication failed. Pump errors 100, 123 and 115". Patient reported flu-like symptoms. A hard reset was performed and error codes were successfully cleared.

Manufacturer narrative:
This is a known issue that has been addressed via new pump software version 0.29. Per internal investigation, the issue reported in this complaint can occur on either the prometra or prometra ii programmable pump with software version 0.26. The watchdog timeout occurs on a stopped pump under the following two conditions: 1) a pump has been stopped for 9 or more basal windows while in basal mode. The pump is restarted by programming a bolus. The watchdog timeout occurs after the programmed bolus time ends. 2) a pump has been stopped for 9 or more basal windows while in bolus mode. The pump is restarted by programming a basal mode, refill, or canceling the running bolus. The watchdog timeout occurs during programming. A watchdog timeout prevents the pump from being recovered with the software reset procedure, and the pump will remain stopped until the hard reset procedure is performed. In regard to error code 123, the occurrence of this error code is caused by a known issue that was addressed in ptc software 2.00.10. The patient was using a ptc with outdated software 1.02. A supplemental MDR will be submitted if new information is received and/or the pump is explanted/returned for analysis. Internal complaint number: (B)(4).

Event description:
Patient reported withdrawal / flu-like symptoms following a refill. Following the subsequent refill, the inquiry report displayed "pump is stopped". The critical error log was checked and error codes 100 and 123 were displayed. A soft reset was performed. When the pump was inquired, the programmer displayed the message "pump communication failed. Pump errors 100, 115." The pump also reportedly showed a volume of 6.9ml when 10ml was what was actually removed. The patient was allegedly complaining of more pain at that time. A hard reset was performed and the error codes were successfully cleared. A few months later, the volume was more than expected, but consistent with the prior refill. Expected was 5.75ml and actual was 9.5ml. There has been no additional information received regarding this patient.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function internal complaint number: complaint- (B)(4).